Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 24mm amplatzer septal occluder was selected for implant on (B)(6) 2024. The device was determined through balloon sizing. The defect was measured at 21-22mm. Transesophageal echocardiography (tee) and fluoroscopy was used for the procedure. A stability check was performed prior to device release from the delivery cable. The device was implanted. Post-implant the device embolized between the left ventricular outflow tract (lvot) and mitral valve. The device was explanted via surgery and the atrial septal defect (asd) was surgically repaired. The patient status was stable.

Manufacturer narrative:
An event of device embolization and arrhythmia was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that during the procedure, the device embolized between the left ventricular outflow tract (lvot) and mitral valve. The device was not attempted to be removed via transcatheter snare due to concern for mitral valve. Then, the patient experienced arrhythmia and device interaction with the mitral valve. The device was explanted via surgery on the same day, and the atrial septal defect (asd) was surgically repaired. The implanter believed that the cause of the embolization was due to a deficient aortic rim and mobile septum. The patient status was stable. Based on the information received, a cause for the reported device embolization appears to be related to anatomical anatomy (deficient aortic rim and mobile septum). There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 health effect - clinical code: code 4580 removed.

Event description:
It was reported that a 24mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using a 9f amplatzer trevisio intravascular delivery system. The device was determined through balloon sizing. The defect was measured at 21-22mm. Transesophageal echocardiography (tee) and fluoroscopy was used for the procedure. A stability check was performed prior to device release from the delivery cable. The device was implanted. During the procedure, the device embolized between the left ventricular outflow tract (lvot) and mitral valve. The device was not attempted to be removed via transcatheter snare due to concern for mitral valve. The patient experienced arrhythmia and device interaction with the mitral valve. No damage was noted to the mitral valve. The device was explanted via surgery on the same day, and the atrial septal defect (asd) was surgically repaired. The implanter believed that the cause of the embolization was due to a deficient aortic rim and mobile septum. The patient status was stable.